Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was unknown. The customer was unable to troubleshoot at the time of the call; she stated that she had resolved the issue by troubleshooting herself. Advised the customer to call if the issue recurred. Nothing further reported.